Manufacturer narrative:
Film evaluation results are: the exact cause of the retrograde type a dissection with occlusive disease, leading to aortic arch repair, which resulted in the vasospasm could not be conclusively determined from the pre-implant 3d recon report and the 3 photographs during the aortic arch repair procedure. The relationships between the pseudoaneurysm seen during the aortic arch repair and the valiant stent graft could not be confirmed. The films during implant and post-implant films that showed the retrograde type a dissection with occlusive disease were not provided. Stent graft in-vivo configuration was unknown. The possible association of the bare spring to the dissection cannot be ruled out. The patient's pre-existing condition of penetrating ulcer may have contributed to the events. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. No eval explain code, if information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient during endovascular treatment for three paus. It was reported that the patient developed a subclavian and left axillary artery dissection with occlusive disease. It was further reported that the retrograde type a dissection developed just proximal to the valiant stent graft and there was left upper extremity malperfusion. Thrombus in the left axillary and evidence of chronic dissection in the vessel with some thickening was also noted during the procedure. The patient had a stent placed up to the level of the vertebral artery and there were signals in the left arm. However, overnight those signals were lost, so the patient was brought back for axillary artery repair. A successful open aortic arch repair with total arch replacement was performed. Good flow was reestablished and the event resolved. It was noted that there were some vasospasms after surgery. The physician stated that the cause of the event may be related to the device. No additional clinical sequelae were reported and the patient is fine.